Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j93117876, implanted: (B)(6) 1993, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced seizures in (B)(6) 2014 after receiving prialt in the pump. The patient attributed the seizures to the prialt. The patient also mentioned passing out 2-4 weeks after experiencing a seizure. The patient also recalled occasions of watching tv, blacking out, and then waking up to the end of the tv show. The patient¿s family thought he was drinking alcohol with his medication. The patient was also in a coma in (B)(6) 2014 for 2-6 weeks. The patient also lost 120 pounds during that time. The pump was used to deliver fentanyl, prialt, baclofen, dilaudid, and marcaine. No patient outcome or interventions were reported regarding the event. Further follow-up is being conducted to obtain this information.